Event description:
Medtronic received info that this bioprosthetic valve, implanted 58 months, was explanted due to non-structural dysfunction. It was reported that all three cusps were filled with thrombus material.

Manufacturer narrative:
Eval method code: device history reviewed. Results code: device history review found the product met specifications when released for distribution. Conclusion code: cause of event due to a pt related condition. Analysis: upon receipt at medtronic's quality lab, all leaflets were stiff due to thrombotic appearing host tissue on the outflow. All commissures were intact. Remnants of pannus remained attached to the inflow and outflow of the sewing ring. Tan to brown thrombotic appearing host tissue filled and stiffened the outflow of all cusps. An unk amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography shows no evidence of mineralization in the valve. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. The analysis of the valve shows that the event was caused by thrombus and host tissue. These findings are generally considered a pt related condition.